Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
An infection was reported. On (B)(6) 2013, the pump insertion site was swollen, tender, and warm. A temperature of 100.2 was noted. The patient was given bactrim ds for seven days beginning on (B)(6) 2013. The patient was advised that they could utilize cold packs to the area for comfort, and that may reduce swelling. On (B)(6) 2013 the pump incision site was without signs and symptoms of infection. Etiology specified possible relation to the implant procedure. The event resolved without sequelae. The medication infused was morphine.